Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned for evaluation, so the reported issue of increased intra-peritoneal volume (iipv) could not be confirmed. A cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued sufficient with regards to bypassing a low drain volume alarm. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported feeling too full last night and was no longer connected. The hp did a manual drain. The technical service representative (tsr) reviewed the therapy: fill volume 2000ml, cycle 3 ultrafiltration 1217ml. The tsr reviewed with the home patient (hp) how to clear a low drain volume and a caution negative uf and advised the hp not to bypass unless she calls baxter or the registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.